Manufacturer narrative:
B5; additional information received: it was reported there were no deployment issues or unusual movement (e.g. Pulling delivery system forward or backward) during deployment. The issue with the suprarenal stent appeared after the tip capture was released. It is uncertain if there is a fracture or detachment of the suprarenal stent from the graft material. No type ia or type ii endoleak was observed per the physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported suprarenal stent deformation was confirmed and suprarenal stent fracture was likely present; however, the cause of the events could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Angiogram videos showing the suprarenal stents being deployed, and removal of the delivery system from the patient were not available for a thorough evaluation of the reported event. It is possible that the patient's tortuous abdominal aortic anatomy may have contributed to the delivery system getting caught in the suprarenal stent during removal from the patient leading to suprarenal stent damage , but this could not be confirmed. Contrast leakage was observed in the aneurysm sac. The type of the endoleak could not be determined, but it is possible that this was a type ia endoleak due to loss of proximal seal caused by the suprarenal stent damage and/or a type IV endoleak due to graft porosity. A distal type ib endoleak can be ruled out as there appeared to be adequate distal marginal seal in both limbs. A type iiia separation and a type iiib fabric endoleak are unlikely as there was adequate overlap between components and a type iiib fabric endoleak is less likely to occur at index. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a aaa.  It was reported that during the index procedure, after the tapered tip of the bifurcate delivery system was removed, it was noted that the suprarenal stents at the proximal end collapsed when a balloon was used. It was said the bare metal proximal stent remained intact until the contralateral iliac limb and main body were opened and withdrawn from the body.  It was reported that the IFU was followed when deploying the proximal end of the bifurcate. The suprarenal stents had been normally expanded prior to collapsing. They did not collapse when ballooning was being performed. The balloon used did not burst at any time. There were no issues identified with the endurant limbs. No intervention was performed to treat the collapsed suprarenal stents. Per the physician the cause of the deformation is a product quality problem.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.